Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿midterm outcomes of the fenestrated anaconda stent graft for complex aortic aneurysm repair: a large, single centre, retrospective study¿ bordet m, alkhani m, della-schiava n, arsicot m, oliny a, millon a. Eur j vasc endovasc surg. 2025 sep;70(3):326-334. Doi: 10.1016/j.ejvs.2025.03.033. A.2 & 3.a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿midterm outcomes of the fenestrated anaconda stent graft for complex aortic aneurysm repair: a large, single centre, retrospective study¿ the time frame of this study was over a five-year period. Non-mdt fenestrated stent grafts were implanted in 210 patients in the treatment of complex abdominal and thoraco-abdominal aneurysms. In the presence of significant calcification or thrombus on the aortic wall, the non-mdt custom made device was implanted inside either a endurant or non-mdt cuff to ensure durable proximal anchorage (14 patients). Non-mdt branch devices were also implanted in some of the patient population. The following adverse events occurred: ischemia, pneumonia, myocardial infarction, hematoma, pseudoaneurysm, blood loss, infection, acute kidney injury, dissection, paraplegia, occlusion, intervention patient mortality was reported but there is no causal link that an mdt stent graft caused or contributed to any deaths.